Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, black particles, fold creases, around 0-25% of the shell is missing, weight within specification. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: missing shell that is assessed as inconclusive. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported "defective" and "implant was bluntly removed with the finger, the implant membrane ruptured immediately. " the device was explanted.